Manufacturer narrative:
Complaints database review pointed out that no further similar events have been submitted for this unit since its installation in 2022, neither a concerning trend has been identified. Based on the device analysis, it cannot be ruled out that a failure of the stirrer motor, no longer able to turn freely, has resulted in a problem with the boards too. In deeper detail, it can be assumed that a (partially) blocked motor, likely due to wear of the bearing or corrosion/degradation or also to environmental conditions, such as water infiltration, humidity, condensation or high temperatures, led the machine to request for an electrical power overload, which could have resulted in an overcurrent that ultimately damaged the boards. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in maharshtra, india. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Machine was opened and found that the circulation motor was not running. Then, the technician tried to run it by hand allowing it to run for few seconds then it stopped. After that, error code 06 was observed. In order to solve the issue, circulation motor, main circuit (cpu) board and distribution board need to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed two (2) error messages on patient side (e05 and e06 codes) associated to stirring mechanism that does not start and uses too much power respectively. The issue occurred during priming. There was no patient involvement.